Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. An MRI technician reported that the patient's spinal cord stimulator (scs) is "not working/inactive" and the patient does not have a controller. The caller had no additional information to provide. Technical services reviewed MRI information and recommended that the patient follow up with their hcp regarding the issue. No symptoms were reported.